Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the customer reported that the suction irrigator (si) instrument irrigation button would not press, and the suction function kept running, which removed pneumoperitoneum. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The suction and irrigation buttons worked properly. The instrument was fully functional. No product issue was found.